Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high ventricular rate due to oversensing noise on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition before, during, and afterwards.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis visual examination found an external insulation abrasion  breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
New information received notes that right ventricular (rv) lead was explanted. The patient was in stable condition.